Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during opening of the original plastic packaging it was observed that the plastic packaging has a crack and that the packaging was already open. A replacement was available.

Manufacturer narrative:
Complaint history review revealed that there were no other events for the reported lot. Device history review revealed that there have been no reported discrepancies for the referenced lot. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. The investigation concluded that the packaging damage was caused by excessive handling during distribution. No further investigation for this event is possible at this time.

Event description:
It was reported that during opening of the original plastic packaging it was observed that the plastic packaging has a crack that the packaging was already open. A replacement was available.